Event description:
It was reported that the device has been experiencing a rapid battery drain, which is leading towards premature depletion. The device will continue to be monitored, and will be replaced when it reaches elective replacement indicators (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri: weekly battery voltage trend data in save to disk file _653000 shows min bat=2.83 to 2.68 volts between (B)(6) 2011 and (B)(6) 2012 is before device rrt <= 2.61 volt.